Event description:
On (B)(6) 2021 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had spoken with their doctor, who told them to call the manufacturer representative about how to switch programs because they were still having accidents. If they tried increasing stimulation, they would get achy. This started as soon as their doctor recommended, they stop taking their medication and see if the therapy by itself would do the trick. This was around the 21st or 22nd of january. When they stopped the medication, it was just as bad as it was before the implant. They started taking the medication again, but the therapy was still not where they wanted it to be for their symptom control. The patient was walked through how to switch programs. They switched from program 2 to p rogram 1 and increased it until it was comfortable. It was reviewed stimulation should be felt in the bike seat area. They planned to continue to monitor and track their symptoms to see if they improved. There were no device issues or further patient complications reported at this time. On 2025-mar-05 additional information was received from the patient. They reported that they had perfect results during the stage 1 test but the doctor removed the trial lead and when they implanted patient with the stage 2 in (B)(6) 2021 they never got the lead in the same spot which is why the patient did not get the same therapeutic effect as they did during the trial. They just underwent battery replacement surgery on (B)(6) 2025 and confirmed they kept the lead implanted and only replaced the ins.

Manufacturer narrative:
Continuation of d10: product ID 978b141 lot# va289u5 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b141, serial/lot #: (B)(6) ubd: 08-apr-2022, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.